Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted the reloads were partially fired with the interlock engaged. The jaws were open. Staple pushers were visible. The anvil clamping mechanism deformed. Pmv performed functional testing which included the reloads were loaded into the subject instrument for functional testing. The interlock was overridden and the reloads were then applied to test media. All remaining staples were placed and test media was cleanly transected. The reloads interlock was tested and found to function properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. The products¿ analysis established a relationship between a device failure and the reported incident of partially fired. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: additional information received stated that the tissue damage was not permanent. There were no adverse effects to the patient due to the tissue damage, oozing bleeding, or extension in the surgical time. The device was able to partially fire. The tissue was stuck by u-formed staples and pleura was lacerated due to several approaches of the device.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a wedge resectioning procedure, the surgeon attempted to fire the device along the line of pn catch, however could not. To correct the issue, another reload was used but the same event occurred. To complete the procedure, another reload was used and the firing was completed successfully. As a result of the product problem, there was tissue damage and oozing bleeding. Surgical time was extended by 30 minutes or more. The status of the patient is no problem.